Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the instrument broke while reaming for a small augmented mini baseplate. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that during a right reverse total shoulder arthroplasty, the instrument broke while reaming for a small augmented mini baseplate. It was noted that the surgeon was a first time user. No complications or surgical variance were noted.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint is confirmed based on the returned device. Visual inspection of the returned devices shows fracture. Device history records were reviewed and no deviations or anomalies were identified. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.